Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the issue likely occurred because the water filters were not replaced as instructed in the IFU. The event can be detected/prevented by following the instructions for use in: ¿oer-6 instruction manual operation chapter 7: monthly or weekly tasks, or tasks to be performed as necessary. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was reprocessed using the filter beyond its expiration date and used at patient. There were no reports of patient involvement. This event was reported during service / maintenance (not in a clinical setting).